Event description:
It was reported that a device experienced a link switch error. It was also reported that there was no patient injury. During baxters device evaluation of the reported symptom, it was discovered the device experienced a system error 322 (link switch error up).

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device in question was received and evaluated by baxter. The system error 322 was reproduced during evaluation testing, however the specific component could not be identified. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and requires replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.